Manufacturer narrative:
(B)(4). Evaluation, results: (migration, endoleak). Results and conclusions: (angulated neck).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 16 months ago. Vessel morphology at time of implant was reported as the aortic neck had a 60 degree angle. It was reported that there was no endoleak on the angiogram taken after implant. It was reported that the patient was seen for a routine follow-up, one month ago, and the stent graft had migrated 1 to 1.5 cm distally resulting in a proximal type 1 endoleak. The migration was attributed to the neck angulation. The patient was treated with two endurant cuffs three weeks later. No additional clinical sequelae were reported and the patient if fine.